Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring 2135 ohms for the right ventricular (rv) lead. Technical services (ts) was consulted and in clinic review as well as monitoring options were discussed. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) system remains in service.